Manufacturer narrative:
The reported event, housing disassembled as it fractured/detached from the top housing, was confirmed. The service technician observed that the outer contact assembly was missing off the housing. No other symptom failures were found. An aseptic housing top failure mode was determined. Device was placed in parts retention.

Event description:
It was reported that the aseptic housing fractured into two pieces during a procedure and fell into a surgical site. The battery did not fall into the surgical field and the procedure was completed successfully with a backup device. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The reported event, the housing fractured at the weld, was confirmed. During the inspection the service technician/specialist observed that the top housing had detached from the bottom housing at the weld.

Event description:
It was reported that the aseptic housing fractured into two pieces during a procedure and fell into a surgical site. The battery did not fall into the surgical field and the procedure was completed successfully with a backup device. No clinically significant delay, no adverse consequences and no medical intervention were reported.